Event description:
The pt received his scs system on (B)(6) 2009, including two leads (with the same lot number). It was reported the pt wanted his system programmed and his stimulation was shutting off. The sjm representative met with the pt, noted some invalid contacts, but was able to program the pt. After the appointment, it was reported the pt requested the system be removed. Follow up identified the pt was working with his physician to schedule the surgical procedure.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.